Event description:
A (B)(6) female pt contacted zoll customer report to report that her batteries were not charging. The pt was issued a replacement battery charger.

Manufacturer narrative:
Device eval summary: device eval of battery charger sn (B)(4) has been completed. The reported problem (charger will not charge batteries) was confirmed. Upon investigation, the power cord for the charger was damaged. Wires were exposed from the insulation and the charger would not power up. The root cause of the damaged charger power cable cannot be positively identified but was likely due to excessive force. No adverse event resulted from the damaged battery charger power cord. The pt received a replacement battery charger.